Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the camera head was defective. No patient injuries reported. A back-up device was not available and there was a delay greater than 30 minutes reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No containment or corrective actions are recommended at this time.